Manufacturer narrative:
The "date of event" was updated. The original input devices (specialty controls) and seating system were not returned. Pride made a good faith effort to acquire the these controls through the provider without success. With this, the evaluator can not draw any conclusion with the limited components returned.

Event description:
Alleges consumer was driving chair in reverse when it surged forward hitting a table.

Manufacturer narrative:
The patient identifier and the date of incident have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges consumer was driving chair in reverse when it surged forward hitting a table.